Manufacturer narrative:
The device was not returned to the manufacturer for investigation.

Event description:
During a laparoscopic cholecystectomy procedure, one side of the renew lapclinch grasper forceps tip broke. After the surgery, the surgeon saw only one part/side of the tip left. The procedure and anesthesia time was extended by ten (10) minutes. There was no harm to the patient.